Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Per (B)(4) rev 11 risk analysis spreadsheet - eds 3 external drainage system hazard 4.36 - stopcock valve unable to turn / rotate and/or handle breakage effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to CAPA 005781. Further investigation to be carried out.

Event description:
Nt821731c - the drain was placed oct 14 and the stopcock broke on oct 31. The arm broke on the transducing stopcock. The csf drainage was serosanguineous. No harm to the patient.

Manufacturer narrative:
Follow up report ref to natus complaint# (B)(4). The customer did not provide the lot number of the affected product. Risk management review: a review of (B)(4) medical device hazard analysis (rev 11), identifies the hazard situation as "4.36 - stopcock valve unable to turn / rotate and/or handle breakage" the risk level is considered low. Based on complaint of "broken stopcock arm." This determination is based on the information received from the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Root cause/failure investigation: this case had a drainage system with a damaged system and drip chamber stopcock. The system stopcock was broken at the lever which is used to turn the stopcock into a closed or open position. The system stopcock material exhibited significant deformation. The drip chamber stopcock broke at the female luer. The breakage of the components indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. There was a buildup of dried blood/bodily fluids at the drip chamber stopcock. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was conducted. The stopcock exhibited an elevated rotational resistance relative to baseline performance observed in new units. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - the drain was placed oct 14 and the stopcock broke on oct 31. The arm broke on the transducing stopcock. The csf drainage was serosanguineous. No harm to the patient.